Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to aseptic loosening socket; lysis socket; malalignment socket; wear of acetabular component. Gender: f, patient ID: 2nd revision njr number: (B)(6), first revision asa: p3-incapacitating systemic disease.